Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coli appearing to be more inferiorly displaced in to the myometrium of the left lateral uterus at the level of the fundus/ 1 of the essure coils was at an extreme angle') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, amenorrhea, menstrual disorder, pregnancy test positive, vaginal bleeding, painful intercourse, gravida, loss of interest, poor concentration, poor sleep, headache, irritability, racing thoughts, stress, neck strain, muscle strain, jaw disorder, pain in joint (joint pain in bilateral ankles, knees, hips, wrists, and shoulders for one week), arthralgia multiple, back pain, microscopic hematuria, renal pain, allergic rhinitis, gerd, cubital tunnel syndrome, chronic sinusitis, nicotine dependence, nasal decongestion therapy, postnasal drip, head discomfort, sensation of pressure in ear, hiatal hernia, sore throat, sneezing, acute sinusitis, pain ankle, lumpectomy (breast cancer) (breast surgery lumpecto), depression and anxiety. Current weight 143 lbs. Previously administered products included for an unreported indication: allergies percocettabs. Concurrent conditions included body mass index normal, increased urinary frequency, burning micturition, hand pain, numbness, vulvitis, condyloma acuminatum, genital warts, cough, skin mass, lipoma excision, heartburn, sulfonamide allergy, food allergy, smoker, bunionectomy, elevated bp, rash, breast cyst excision, breast lump, paraesthesia, patellar tendinitis, amenorrhea, urinary frequency, arthralgia, vulvitis, dysmenorrhea and acute cystitis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("psych injury-depression,") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("pain: pelvic/abdominal, chronic,"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: pelvic/abdominal, chronic,"). The patient was treated with amitriptyline, celecoxib (celexa), norethisterone (ortho micronor), phenazopyridine hydrochloride (pyridium), ciprofloxacin betain (cipro), levonorgestrel (mirena) and surgery (hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, depression, urinary tract infection, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coli appearing to be more inferiorly displaced in to the myometrium of the left lateral uterus at the level of the fundus/ 1 of the essure coils was at an extreme angle') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, amenorrhea, menstrual disorder, pregnancy test positive, vaginal bleeding, painful intercourse, gravida, loss of interest, poor concentration, poor sleep, headache, irritability, racing thoughts, stress, neck strain, muscle strain, jaw disorder, pain in joint (joint pain in bilateral ankles, knees, hips, wrists, and shoulders for one week), arthralgia multiple, back pain, microscopic hematuria, renal pain, allergic rhinitis, gerd, cubital tunnel syndrome, chronic sinusitis, nicotine dependence, nasal decongestion therapy, postnasal drip, head discomfort, sensation of pressure in ear, hiatal hernia, sore throat, sneezing, acute sinusitis, pain ankle, lumpectomy (breast cancer) (breast surgery lumpecto), depression and anxiety. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: allergies percocettabs. Concurrent conditions included body mass index normal, increased urinary frequency, burning micturition, hand pain, numbness, vulvitis, condyloma acuminatum, genital warts, cough, skin mass, lipoma excision, heartburn, sulfonamide allergy, food allergy, smoker, bunionectomy, elevated bp, rash, breast cyst excision, breast lump, paraesthesia, patellar tendinitis, amenorrhea, urinary frequency, arthralgia, vulvitis, dysmenorrhea and acute cystitis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("psych injury-depression,") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("pain: pelvic/abdominal, chronic,"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: pelvic/abdominal, chronic,"). The patient was treated with amitriptyline, celecoxib (celexa), norethisterone (ortho micronor), phenazopyridine hydrochloride (pyridium), ciprofloxacin betain (cipro), levonorgestrel (mirena) and surgery (hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, depression, urinary tract infection, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: case category upgraded to serious incident. Removal details added, reporter and medical history added. New event- embedded device added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.